Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during closure of an open sternal procedure, the three needles frequently bent when going through sturdy sternum. One of these broke. The needles did not appear to be dull, just the steel was weak compared to normal. Additional sutures were used to complete the procedure. There was no patient injury.